Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ninety (90) unopened samples were returned for evaluation. In addition, two (2) photos were provided. Upon visual inspection of the photos, no defects were detected. A random sampling of (B)(6) returned units was visually evaluated with no defects noted. The samples were then leak tested per specification with passing results, as leakage was not detected from any of the samples. Based on the data from our evaluation, the reported defect was unable to be observed or replicated with the returned samples. The exact nature of the reported leakage was unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the customer is complaining of extension set leakage of fluid and blood. In some instances at both the male luer connector, and others at the junction of the ultrasite connection to the extension set."